Manufacturer narrative:
This event occurred in (B)(6). The patient's sample was requested for investigation, but the patient's sample was not available. The customer's qc was acceptable. A general reagent issue can be excluded. Per product labeling, "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys cortisol ii results for one patient tested on a cobas 6000 e 601 module. On (B)(6) 2020, the patient's initial cortisol result was greater than 63.4 ug/dl. The customer performed 1:20 and 1:50 dilution testing on the sample for further confirmation. The patient's 1:20 dilution cortisol result was 1196 ug/dl, and the 1:50 dilution cortisol result was 1177 ug/dl. The result of 1196 ug/dl was reported outside the laboratory. On (B)(6) 2020, the patient had a new sample collected for testing. The customer performed a 1:20 dilution on the patient's sample to reproduce the results from (B)(6) 2020. The patient's cortisol result was 25 ug/dl. This result was not reported outside the laboratory. The e 601 serial number was requested but not provided.